Event description:
Customer stated they used an ace instand cold compress and it left scarring after 2nd degree burns. Consumer reports the compress did not leak, just burned them. Went to the hospital ER for medical treatment.